Event description:
It was reported that during a visceral procedure, there was an incomplete staple line. The device did not staple on all the cartridge line, but only at the beginning of the cartridge. No further details. The surgeon ended the anastomosis with manual suture. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A review of the manufacturing records was performed and no non conformance reports were found with the lot number identified within this file. Complaint information is trended on a regular basis to determine if further investigation is warranted.